Event description:
It was initially reported that the pt was referred for lead revision due to high lead impedance observed. The explanted device was returned to the MFR for analysis, which has yet to be performed. A search performed in the MFR's programming history database showed that last known diagnostics were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.